Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis on the vision stent delivery system because it was not returned for eval. Historical data suggests that stent dislodgment may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Unfortunately, without the device to examine, a determination cannot be made as to the root cause of the reported stent dislodgement.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon and was found on the stylet prior to use in the pt. No add'l event or pt info is available.